Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose of 450 and 532 mg/dl. She received a no delivery alarm, changed the infusion set and found the cannula to be bent. Customer stated that the alarm was resolved by an infusion set change. Customer declined troubleshooting because her blood glucose level was currently in the 100 mg/dl range.